Event description:
This bed's turn assist feature activated on its own.

Manufacturer narrative:
Upon complaint review, it was determined that this type of self activation has the potential cause serious injury and is therefore being reported late. The technician could find no problems with the bed or mattress and everything operated within spec.